Manufacturer narrative:
Insulin pump was received with frozen display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also was received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify unresponsive button due to frozen display. Insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump experienced a reoccurring constant tone. The customer¿s blood glucose level was 259 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was assisted with troubleshooting and was informed to reinsert the batteries in to the device. The customer was advised to call back if the issue was not resolved. The insulin pump will not be returned for analysis.